Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4, bi-ventricular defibrillator, (B)(6) 2014; 6947m55, lead, (B)(6) 2014; 694958, lead, (B)(6) 2006; 511211, competitor lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited 'metal touching metal'. Due to the patient's worsening heart failure, it was decided to remove the rv lead. No further patient complications have been reported as a result of this event.